Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Loss of capture on rv lead. Patient was symptomatic, fell and received cut on head. Ventricular capture control was programmed on. Device found threshold of 1.1 v @ 0.4 ms) similar to in office thresholds. Vcc set output to 2.1 which was not sufficient to capture at the time of the event. Representative reprogrammed to 4.5 v. Lead remains implanted. Should additional information become available, this file will be updated.